Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm 30 months ago. The aortic neck was short, calcified and 75 degree angulated. It was reported that there was little proximal fixation and inadequate distal fixation. A year ago the stent graft had migrated to within 1 -2 mm of the aneurysm sac; however, migration was not reported. It was also reported there was no evidence of any consequence including type 1 endoleaks. A recent CT scan demonstrated the aneurysm was 6 cm in diameter and the stent graft was 20 mm from the lowest renal artery with a type 1 endoleak present. The aortic neck was reverse funnel shaped. The stent graft migration was attributed to aortic neck angulation and dilatation from disease progression. A week later the decision was to perform a surgical conversion and remove the stent graft. After the stent graft was explanted, it was discarded. No additional clinical sequelae were reported.

Manufacturer narrative:
.